Event description:
It was reported that the external pulse generator had a broken display, battery cable and broken battery drawer. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the broken battery cable. However analysis did confirm the broken battery drawer and display. It was also noted that the battery release was contaminated, the ring cover, two side bail covers, ring and two side bails were missing, the lead flex cover was broken/contaminated, the keyboard pad was cosmetically scratched, the serial number label was torn, the battery flex was contaminated, the encoder flex was out of specification and three case screws and ring cover screw were missing.